Event description:
Mother reported the tubing connector broke off while filling the reservoir with insulin. No further information was provided.

Manufacturer narrative:
Inspection of the reservoir was performed and found detached snap cap from the septum site, therefore, this will cause the reservoir to leak.